Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient had two different ipgs worked for a while, but it quit two leaked battery acid in the back of the patient. No further information has been obtained despite good faith efforts.